Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the transmitter was placed on the left arm and the pump was on the right hip. Customer declined additional assistance from tandem technical support regarding the issue. There was no reported adverse impact to the customer's blood glucose level.